Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. There was no patient harm. Based on provided information, the problem was resolved by replacing nozzle unit. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Identification of issue has been done by analyzing problem decription and picture attached. Nozzle units for the gas modules are articles of consumption and complete plastic nozzle unit must be replaced during preventive maintenance. The root cause of the issue could be related to expected wear and tear.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).